Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that premature battery depletion was suspected. The device previously showed that there was 13 years remaining; however, during the most recent check, the remaining longevity showed 2.5 years remaining. A copy of device memory was saved and submitted for analysis. Engineering review of the data confirmed premature battery depletion. Due to this anomaly, a technical services consultant recommended device replacement or reassessment of device battery status within 90 days. No adverse patient effects were reported. This device currently remains implanted. Additional information: to date, boston scientific has not received any new information, nor has the device been received. Several requests were submitted to the field rep for additional information regarding this event. There was no response received. Should this device be returned for analysis, this report will be updated.

Manufacturer narrative:
The device is expected to be explanted and replaced. Should the device be returned for analysis, this report will be updated.

Event description:
It was reported during ongoing use, the device was showing premature battery depletion. On (B)(6) the transmission showed 2.5 years remaining, and the longevity has been gradually decreasing since (B)(6) 2019, when the device showed 13 years remaining. The power consumption for may 15 showed 331% from normal. After technical services review, premature battery depletion was confirmed. It was recommended to replace the device within 90 days. No adverse effects to the patient were reported.